Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft fractured. The device was simply and completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus mr ous 4.00 x 28mm stent delivery system (sds) was returned for analysis. The proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the catheter batch/serial number. The crimped stent was examined and severe damage was noted. The entire stent was stretched, the proximal end of the stent was pulled proximally over the extrusion. Struts were pulled and stretched in the distal direction extending to the tip of the device. The manifold of the device containing the specific catheter batch and serial number was not returned for analysis; therefore a review of the manufacturing crimp data for this specific device could not be performed. A review of the manufacturing crimp data for the finished goods batch showed that all devices shipped from this batch were within specification. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the device found that the hypotube was broken 1429mm proximal to the tip with multiple hypotube kinks. The manifold of the device was not returned for analysis. An examination of the shaft polymer extrusion identified damage to the guidewire exchange port; there was a tear extending distally from the guidewire port. As the stent was damaged the crimped stent profile could not be measured however, 100% in process inspection is carried out as per promus final inspect and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the maximum crimped stent profile measurement was outside specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the shaft fractured. The device was simply and completely removed from the patient's body. No patient complications were reported and the patient's status was stable.